Event description:
It was reported the device worked intermittently then not at all. A second device was used to continue and complete the case with no pt consequence. The custoemr had no further details. The device will be returned.